Manufacturer narrative:
Device avail for eval, returned to MFR. Device evaluated by MFR: the synergy ous mr 3.00 x 12mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. The most distal stent strut rows was slightly damaged and was flared outwards. The outer diameter of the undamaged section of the crimped stent was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID# (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 12 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the distal end of the stent was flared. The procedure was completed with another synergy stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years and older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 12 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the distal end of the stent was flared. The procedure was completed with another synergy stent. No patient complications were reported.